Event description:
It was reported that the patient presented to the clinic for a device check. The device was found to have exhibited non-sustained episodes caused by post-sensed t-wave over-sensing. Programming changes were made. The patient was asymptomatic and will continue to be monitored.